Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was double clicking and would not open. A field service engineer (fse) found broken cubie on a3, removed cubie. Fse found faulty position sensor, replaced position sensor. The main drawer 5.1 row e was not detected on the bus and reseated row board connection at 392 board. Customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a failed hardware status. The customer attempted to recover the failed drawer, but the system continued to display a required maintenance message. The device was rebooted without resolution. The customer also performed a full power cycle by unplugged the power cord for 2-5 minutes and reconnected it; however, after powered the station back on, attempts to recover the drawer were still unsuccessful and the issue persists. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.